Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5105072. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had a hole in it, and IV fluid leaked out the other side during the flush. The following information was provided by the initial reporter: "rn was inserting a 24 gu IV when the catheter was noted to have a hole in it. It was noted with flushing as the IV fluid came out of the other side of the catheter."